Event description:
Additional information received which indicated that device reprogramming was conducted to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of non-sustained right ventricular oversensing (nsrvo) were noted on the device. Technical support was contacted and it was determined that the cause of the event was due to myopotential oversensing. Device reprogramming was recommended to resolve the event; however, no intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.